Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He could not reproduce the reported error but the clamp was found to be noisy. He replaced the clamp. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected device was requested back to the manufacturer site for investigation. Results revealed the presence of dried fluids on the clamp motor leading to the reported event.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp/620mm error message during procedure. When te perfusionist had to transfuse there was no flow. The perfusionist opened the clamp manually and another error message was displayed and the function lights were blinking. The perfusionist tested the clamp afterwards and it was properly working. There was no report of patient injury.